Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. Unable to perform operating currents due to unresponsive buttons. No blank display noted. Unit had scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons were not responding and insulin pump was not working. Customer's blood glucose was 215 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.